Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump did not deliver insulin during a bolus, nor did it alarm no delivery. The customer's blood glucose level was 259 mg/dl. The customer treated with manual injection. Standard troubleshooting was performed. The insulin pump functioned according to design. The customer was advised to change her reservoir, insulin, and infusion set and monitor the insulin pump. The product is not being returned. Nothing further was reported.